Event description:
It was reported that pump displayed cartridge change error while customer was using insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case, inspect cartridge o-ring and pneumatic area for damage or debris, clean area with alcohol wipe or lint-free cloth, reattach cartridge securely, and then follow on-screen steps to complete loading process, after which customer successfully resumed insulin delivery.